Event description:
It was reported that bd ultra-fine¿ nano insulin pen needle is bent at the non patient end and the insulin is not flowing through the needle. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Investigation: customer returned (1) 32g 4mm bd pen needle without the tear drop label attached (used). Consumer reported pen needle bent at non patient end, also stated that the insulin does not flow through the needle. The returned pen needle was examined and exhibited a bent non patient end cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failures - the bent needle on the non-patient end of the cannula would be the cause for no insulin flowing through, hence the customer would think the pen needle was difficult/unable to operate (as reported). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that bd ultra-fine¿ nano insulin pen needle is bent at the non patient end and the insulin is not flowing through the needle. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ nano insulin pen needle is bent at the non patient end and the insulin is not flowing through the needle. No serious injury or medical intervention was reported.